Event description:
It was reported that there was oversensing on the right atrial and right ventricular pacing leads. No programming changes were reported and the leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.